Event description:
During an in-clinic follow-up, an episode of ventricular tachycardia (vt) was observed on the device. Anti-tachycardia pacing was provided by the device, however, the patient entered ventricular fibrillation (vf). Functional undersensing occurred on the device which caused a delay in high voltage therapy. The device eventually appropriately identified the arrhythmia and delivered a shock to terminate the vf and vt. Abbott technical support was contacted, and the device was reprogrammed to avoid any further functional undersensing. The patient was in stable condition.